Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted technical support to report that one surgeon side console (ssc) was working fine, but the other ssc had a loading screen in one of the eyes. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs and noted error 45308. The tse recommended hard rebooting the ssc. Later, the customer called back after the procedure was completed for further troubleshooting. The 45308 error was still present, pointing to a loss of the right video on ssc2. The tse walked the customer through performing a hard power cycle on the affected ssc and reseating all blue fiber cables. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) monitor, two personality module surgeon consoles (pmsc), surgeon backplane (sbp), and generic cart controller (gcc) due to error 45308. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the hrsv, sbp, gcc or pmsc for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 45308 points to hrsv lost right video output on ssc2.